Manufacturer narrative:
Device history review: manufacture date: september 27, 2014. Review showed there were no issues during the manufacture that would contribute to this complaint condition. Product investigation summary: the returned polyaxial head (04.632.001 / lot 1980448), 7.0mm matrix screw (04.639.740), and locking cap (04.632.000 / lot 7809312) were examined and typical wear associated with implantation and explanation were present (i.e. Worn adonization, nicks/gouges on polyaxial head). As no allegation was made against the screw body or locking cap, no further evaluation will be completed. The collet material and bone screw/collet interface were found adequate and likely did not contribute to the broken collet condition. Possible factors that may have caused the polyaxial head to ¿pop off¿ include: not removing all interfering bone before the polyaxial head is assembled to the screw, using excessive assembly force, or misusing the instruments intended to assemble the head to the screw. The user technique is not known, so an exact root cause cannot be determined. The matrix top loading polyaxial head is utilized in both assembled polyaxial reduction screws and individually for use in unassembled pedicle screw insertion. The system technique guide notes that after screw insertion, a reamer (03.632.046) is placed over the implanted screw and rotated, removing interfering bone to ensure sufficient space exists for the polyaxial head. If this step was not completed prior to attempted assembly, the complaint condition of ¿migrated¿ could result. Excessive assembly force or misuse of placement instruments may have also resulted in the complaint condition. As specific technique of the user is was not reported a definitive root cause cannot be determined. Reduction head drawings were reviewed during the investigation. The bone screw/collet interface is designed with an interference fit in order to prevent a failure mode of sudden loosening when the screw is over tightened to the bone. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Event description:
It was reported that the patient underwent an initial l4-s1 fusion procedure approximately six (6) months ago. The patient returned to operating room on (B)(6) 2015 for revision surgery due to hardware loosening and the migration of a non-synthes implant. The patient reportedly experienced pain associated with these events. A preoperative x-ray/radiograph confirmed that the head of a matrix screw had popped off at l4, which (likely) led to loosening and, ultimately, the migration of the non-synthes implant. Two (2) matrix screws (including the one with the broken head) were removed during the revision procedure. The patient was re-instrumented with expedium. There was no reported surgical delay and no fragments were left behind. The procedure was successfully completed. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). Additional product codes for this report include: mnh, mni, kwq, and kwp. Date of original procedure is unknown, but occurred approximately six (6) months prior to (B)(6) 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.